Event description:
It was reported by the service report that the pt right head-end siderail was stuck in down position, and the motion interrupt pan was missing. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: missing motion interrupt pan. Siderail stuck in a low height unable to rise and lock in an upright position due to bent glide rods.